Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone call that there were missing pieces on the reservoir area along the rim of the opening. Customer's blood glucose was 133 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.